Event description:
During procedure, the image was foggy and the scope could not be used. Surgery was rescheduled a week later. Pt was under anesthesia at the time of the cancelled surgery.

Manufacturer narrative:
Confirmed customer complaint for foggy image. The lens were cleaned and the residue was removed. The scope was then attached to the monitor and provided a clear sharp picture. Further eval showed the scope to have fiber damage. This is caused by contact with another instrument or abrasive surface. The damage on this scope is considered to be customer related.